Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) indicated the managing physician first notified the rep of the event. The motor stall was recovered. It was noted the device was interrogated every 20 minutes for two hours and it showed that the pump had recovered. The patient stated that he came out of the MRI scanner roughly at 0900 that morning and it was recovered roughly around 3pm. No additional action was planned and the patient was weaning down off of his pump medication with his managing hcp. The patient¿s weight was asked but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 4 mg/ml of dilaudid at 0.2490 mg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen upon interrogation of the device and the patient had recently had an magnetic resonance imaging procedure (MRI) (B)(6) 2019. It was reported that the MRI was not done due to a suspected problem with the device or therapy. The patient had fallen and the healthcare provider was checking the patient's arm and neck. The rep read the pump logs and the motor stall had not recovered in the logs. The motor stall occurred at 8:29 am. It was reviewed to re-interrogate the pump. It was indicated that none of the interrogations resulted in a recovery being logged. There were seven programming steps in the logs at 11:22 am and there was no motor stall recovery noted. Motor stall considerations were reviewed. No symptoms were reported. No further complications were reported or anticipated.